Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure resulting in the procedure being canceled while the patient was under anesthesia. The procedure was rescheduled and the patient was not affected further.

Manufacturer narrative:
Upon evaluation of the device, no failure was found. Routine maintenance was performed on the device and it was returned to the user facility.

Event description:
It was reported that the multigen radiofrequency generator stopped working during a procedure resulting in the procedure being canceled while the patient was under anesthesia. The procedure was rescheduled and the patient was not affected further.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.